Event description:
This procedure is part of the definitive le trial and was performed in (B) (6): post atherectomy, a pseudo aneurysm at the access site was reported. Surgical closure of right femoral artery, which was the access site of the percutaneous treatment with the silverhawk was required. No injury to the pt was reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.